Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported included begin very tired, vomiting and looking lethargic. It was reported that the patient is non-verbal and therefore the symptoms reported were based on what their mother had witnessed. The patient was treated with fluids and 5 units of insulin. When the pod was removed from the infusion site (leg) the cannula was found to have dislodged during wear. And the site was red with the an indentation of the cannula sitting in their skin. The patient left the ER the following day after having spent an estimated 10 hours there. Investigation of the pod found a tear in the external portion of the cannula that was found to leak.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. A tear in the exposed portion of the soft cannula was observed, and was found to leak. The cause and timing of the observe cannula tear could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone11.8 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.